Event description:
The homecare provider (hcp) reported the following: (1) the respiratory therapist filled the h-46 from a source tank at the facility. (2) the h-46 was delivered to a pt's home. (3) the respiratory therapist filled a portable unit from the h-46 and the quick connect froze open, leaking liquid oxygen. (4) the respiratory therapist moved the h-46 outside. (5) almost all the contents leaked before the leak subsided after the respiratory therapist poured water over the quick connect. (6) the unit remained with the pt without further incident. (7) the hcp said the quick connects were clean and dry; however, it was very humid that day. (8) no injury occurred.